Event description:
A biomedical engineer reported that during surgery, the surgeon's settings changed, and manual adjustment was necessary. The phaco power appeared to decrease. They attempted to increase the power, but not change occurred. The surgery was completed with the same console and handpiece, but the procedure was extended by approx 30 minutes. There was no harm or injury to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).